Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: they only need their upper retainer and that they have visited the dentist for a loose tooth in their lower arch. Due to receding gums in the lower arch, the patient was advised not to wear lower aligners and plans to get braces later. Clinical review: a letter of recommendation was requested but not provided. This record has been forwarded for clinical review, with plans to follow up with the patient for more information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.